Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the left anastomosis was treated with one medtronic standard pta. Approx 23.5 months post index procedure, the patient suffered restenosis of the juxta anastomosis of avf. The patient was treated with medication and a pta of the anastomosis. The patient recovered. The investigator and safety assessed the event as not related to the index device, procedure or paclitaxel.